Event description:
There is a horizontal slit in the catheter about 2 inches from the hubs. The pt complained of pain during insertion and it was difficult to aspirate the catheter.

Manufacturer narrative:
The complaint was confirmed and will be considered a user related issue. One hickman 9.6 fr s/l catheter was returned for evaluation. An s-shape break was found 2.6 inches distal to the surecuff, which is an indicative of overpressurization. Under microscopic examination, the veneer of the break was rough and granular. The break has defined edges. There was some tensile weakness at the break site. It appears that the catheter burst during infusion. This complaint appears to be user related.